Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0062) was removed from service because of rate noise, due to a lead fracture. The lead (0062) was replaced with a (0095) lead.